Event description:
The customer reported the ultrasonic gastrovideoscope tested positive for unexpected contamination. The issue was found during a routine culture of the scope. Sampling occurred at reprocessing, before use. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided additional information regarding the cleaning, disinfection and sterilization practices (cds) performed by the user facility. During pre-cleaning, the customer aspirates water through the channels, flushes the air/water channel and the auxiliary washing channel and the balloon channel. The customer uses a detergent during pretreatment (anios). During manual cleaning, the customer uses detergent rapicicle pa and disinfectant intercept +. The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the light guide (lg) cover glass was damaged, the probe surface had dents, the bending section cover (a-rubber) glue had white clouded area, the insertion tube and protector had chemical damage, and the suction cylinder was damaged. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to b6 of the initial report. Please see b6 for further detail. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-ue160-al5 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents". Chapter "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.